Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device identified the threaded tip to be fractured. The fractured part was returned. The device was submitted for further analysis. The analysis completed by the sem lab reported that the fracture was found to be within the scope of zrm_wa_0491_18 and the material to be consistent with 455 ss. Failure analysis of threaded inserter tip fractures has been performed and summarized in zrm_wa_0491_18. The investigation involved the use of optical microscopy to identify the failure modes of returned threaded inserters. All had evidence of fast-fracture type bending overload failure, with varying amounts of inserter thread engagement in the shell at the time of the fractures. The shaft was manufactured in oct 2015 with a field service age of 3 years and 9 months. It is unknown how many times the device was used. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that impactor fractured during initial surgery. No adverse event noted to patient. Attempts to obtain additional information were made; however, none was available.